Manufacturer narrative:
Our post market quality assurance laboratory was granted temporary access to the device. Visual inspection noted that the leads were still attached to the device however they were cut approximately 1.5 inches from the header of the device. Upon interrogation the device was found monitor + therapy and an open lead fault was present. It is unclear if this open lead fault occured before or after explant. The local area sales representative has been contacted for to identify the date of explant, however as of today that information is not known. This device is included in the following advisory populations: renewal 3 and 4 microswitch population communicated on (B)(6) 2005, subpectoral implants communicated on (B)(6) 2006 and mid-life display of replacement indicators communicated on (B)(6) 2007. This device was included in a preservation order due to legal litigation. The case was dismissed/settled in court and the device was returned to boston scientific. Memory analysis concluded that the device had been explanted in (B)(6) 2005 and was at beginning of life at the time of explant. The device was now at middle of life two at 2.58 volts. The device had been left in monitor+therapy mode at explant and leads were still attached to the header. Due to this the device had not been programmed off at explant and subsequently numerous open lead faults were recorded. No issues were found with the device during analysis. Therapy was confirmed to be available at the time of explant.

Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an acute coronary thrombosis and arteriosclerotic cardiovascular disease. The patient had retained legal counsel and the explanted device was retained by the attorney. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and plans to file a lawsuit. There were no specific allegations against the functionality of the device. Subsequent information indicates that this product is no longer on legal hold as the litigation case has been settled.